Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the distal end sprinted back when operating the up/down angle knob, the angle wires were stretched, the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface object, the forceps elevator lever rotates concurrently due to damage on up down knob, and the focus did not change to far point due to damage on charged coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had a blurred image after amplifier return. There were no reports of patient harm.

Event description:
The issue occurred during a diagnostic gastroscope procedure that was completed with the same set of equipment. There were no reports of delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that gap was generated between objective lens glue, and when moisture entered inside the objective lens from the gap, the blurry image occurred. The event can be [detected/prevented] by following the instructions for use which state: chapter 3 preparation and inspection this section describes the equipment to be prepared before using the product and how to inspect it. 3.1 preparation and inspection flow this section describes the workflow described in this chapter. Before using the product, be sure to perform the preparations and inspections shown below. Also, inspect the related equipment used in combination with this product in accordance with their electronic attachments and instruction manuals. If any abnormality is suspected upon inspection, take action according to "chapter 5. If it is obvious that the endoscope is malfunctioning, do not use it and send it for repair in accordance with "5.4 when to send the endoscope for repair". Warning - use of an endoscope suspected of malfunctioning may not only prevent it from functioning properly but may also damage the instrument or injure the patient or surgeon. Olympus will continue to monitor field performance for this device.